Event description:
It was reported that the patient had diaphragmatic stimulation. It was also reported that the left ventricular (lv) lead had high impedance, a spike in impedance and no capture. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had diaphragmatic stimulation and later reported that the patient also had pocket stimulation. It was also reported that the left ventricular (lv) lead had high impedance, a spike in impedance and no capture. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012. The weekly and daily pace lead impedance trend data show various spike increases for maximum left ventricular permanent pace impedance equal to 380 to 4047 ohms range between (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.